Event description:
It was observed during the device inspection, that the duodenvideoscope adhesive on bending section cover or distal sheath rubber has foreign objects, distal end has residual liquid and forceps elevator has foreign material or stain. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: grip has a scratch; air/water cylinder has no color; suction cylinder has no color; right/left knob has a scratch; upwards/downwards knob has a scratch; switch1 has a cut; light guide lens has a crack; adhesive on bending section cover or distal sheath rubber has foreign objects; the connecting tube has snag; distal end has residual liquid; forceps elevator has foreign material or stain; due to annual inspection, parts must be replaced; adhesive around objective lens has a chip; and there is corrosion around the forceps elevator. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated: b5, h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported stents often getting issue could not be reproduced, however, it is possible that: a. When placing the stent: the stent became stuck because part of the stent interfered with the forceps table or forceps channel of the instrument. B. When removing the stent: an attempt was made to retrieve it via the forceps channel, and the stent became stuck in the forceps channel. Additionally, the observed foreign material in the adhesive on bending section rubber, the distal end of the device and forceps elevator could not be identified and a definitive root cause could not be determined, as the device was reported to have been reprocessed in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The issues may be detected/prevented by following the instructions for use which state: a. 4.1 precautions, warning do not retrieve the stent through the instrument channel of the endoscope. A stent or piece(s) of a stent may stay in the instrument channel or the suction channel of the endoscope even after reprocessing. It may cause incomplete reprocessing, and pose an infection control risk, cause equipment damage, or reduce performance. B. IFU warns against improper reprocessing as follows: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device.

Event description:
The customer additionally reported that stents often get stuck, so the device should be checked.